Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and sticker sheets received. Ppf has no allegation reported. Doi: (B)(6) 2006; dor: not reported; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6(patient, device).

Event description:
Ppf alleges stroke, heart attack, metal wear, metallosis and elevated metal ions however laboratory results is below 7. Pfs and medical records has no new allegation and no revision notes reported. Added stem, cup and screws due to new allegation. Doi: (B)(6) 2006 dor: none reported. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture (absence of treatment/limb asymmetry)

Event description:
Pfs alleges pain, difficulty walking and limitid mobility. After review of medical records, it was reported in the medical records that the patient had right hip pain, discomfort, fatigue; clicking and popping in the groin and buttoks. The x-ray reported the hip looks short, irregularity of the lesser trochanter and some heterotopic ossification, brooker grade 2.